Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol ventralex device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2013: the patient underwent surgery for implant of an unspecified bard/davol ventralex. It is alleged that the patient had unspecified injuries. As reported, the patient is only making a claim for an adverse patient outcome against the bard/davol ventralex. As reported, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Event description:
The following was alleged by the patient's attorney: (B)(6) 2013: the patient underwent surgery for implant of an unspecified bard/davol ventralex. It is alleged that the patient had unspecified injuries. As reported, the patient is only making a claim for an adverse patient outcome against the bard/davol ventralex. As reported, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2013- patient was diagnosed with incarcerated ventral incisional hernia thereby underwent open repair with implant of ventralex mesh. Per operative notes, ¿the hernia sac was dissected off and removed. A ventralex mesh was placed and sutured." (B)(6) 2015- patient was diagnosed with recurrent incisional hernia thereby underwent robotic assisted laparoscopic repair with partial explant of ventralex mesh and implant of synthetic mesh. Per operative notes, ¿the old mesh was seen near the umbilicus. The non-incorporated mesh segment was excised and a synthetic mesh was placed and sutured." Attorney alleges that the patient had hernia recurrence, pain and emotional injuries. It was also alleged that the patient had lack of incorporation and mesh excision.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol ventralex device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 2 years post implant of mesh ¿ ventralex, patient was diagnosed with hernia recurrence, pain and mesh migration thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence, pain and migration as possible complications. Note, the manufacturing date (15-jul-2009) is considered to be a best estimate. Note: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.